Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Potential noise can be seen on the intracardiac secg. All lead measurements are in range and consistent since implant. The physician will continue to monitor for the next 12 days and evaluate at that time. Lead remains implanted. Should additional information be received, this file will be updated.